Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they experienced high blood glucose level of 500 mg/dl. The customer treated with insulin pump. The customer also reported failing sensors and sensor errors. Customer declined troubleshooting. The sensor was not returned for analysis.